Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pre-use check, pressure transducer test - monitoring the ventilator was investigated by our field service engineer (fse) and could reproduce the reported issue on site. The expiratory pressure transducer printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. All can be confirmed in the provided logs. The pcb was sent for further investigation. The returned pcb has been tested in a ventilator. A 72-hour of ventilation with a test lung and numerous pucs were then performed successfully without reproducing any issue. However, after disassembling the plastic connector on the pcb, debris/dirt on the left side was discovered in the sensors cavity of the returned pcb. That may have caused the reported issue at the time of the event. The root cause for the reported issue could not be determined.

Event description:
Manufacturer ref ID: (B)(4).